Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported two different occasions of scratched intraocular lenses (iol). Additional information was provided indicating a linear scratch on the periphery of the optic at 6 o'clock in the iol. The event occurred during the procedure. The procedure was completed with no patient harm. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This supplemental medical device report (smdr # 02) is being filed to correct the PMA/510k date on the prior submitted supplemental report (smdr # 01) and also to correct the PMA/510k date on the prior submitted initial MDR: for the smdr # 01 ¿ PMA/510k date submitted as 04/23/2018 was in error. The correct date is 5/29/2018. For the initial MDR ¿ PMA/510k date submitted as 04/20/2018 was in error. The correct date is 4/23/2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).